Event description:
It was reported that they received fluid delivery line (fdl), chart, strap kit, fill tube. The arctic sun device initially ran and started a grinding noise after about an hour of decontamination and the unit was initially short filled, after sanitization cycle filled normally. Installed test mixing pump to cool and test circulation pump to draw water into the device and autofill. Mixing pump motor connection was found 1 pin off and the double bend tube was found almost out of the tank. The device would not autofill or cool during decontamination due to a failed circulation pump and failed mixing pump respectively. Decontamination tech noted a grinding noise emanating from the device. This was found to be caused by a lack of sufficient level of water passing through the chiller pump due to the failed mixing pump not moving enough water from the main tank to the chiller tank and the root cause of the reported short fill. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received fluid delivery line (fdl), chart, strap kit, fill tube. The arctic sun device initially ran and started a grinding noise after about an hour of decontamination and the unit was initially short filled, after sanitization cycle filled normally. Installed test mixing pump to cool and test circulation pump to draw water into the device and autofill. Mixing pump motor connection was found 1 pin off and the double bend tube was found almost out of the tank. The device would not autofill or cool during decontamination due to a failed circulation pump and failed mixing pump respectively. Decontamination tech noted a grinding noise emanating from the device. This was found to be caused by a lack of sufficient level of water passing through the chiller pump due to the failed mixing pump not moving enough water from the main tank to the chiller tank and the root cause of the reported short fill. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.